Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer who reported that analyzer sn (B)(4) became hot to touch. The I-stat was shipped on 01/24/2017 and was operating with rechargeable, and/or 9v lithium batteries (w/red fused carrier). Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries and/or 9v lithium batteries (w/red fused carrier) were being used. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
(B)(4). The investigation was completed on 05/11/2017. The failure was due to a defective tantalum capacitor.